Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 319.006, depth gauge for 2.0mm and 2.4mm screws, lot number 5188447). The returned depth gauges shows regular use during its 9.5+ year lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The associated device drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history record review: manufacturing location: (B)(4)¿ assembly. Manufacturing date: 22march2006. Part: 319.006, lot: 5188447 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. Lot was release to the warehouse on 22march2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, while implanting 2 mm cortex screws during an open reduction internal fixation (orif) of the finger, the depth gauge broke. When the assistant went to hand the surgeon the depth gauge, it was noticed the tip broke off. The surgeon drilled and used the depth gauge to measure the first two screws without difficulty. The assistant, who was holding the depth gauge, looked down at the device and noticed it was broken prior to attempting to use it a third time. The depth gauge broke during surgery, outside of the patient in the hands of the assistant. There was no surgical delay and the surgeon was able to retrieve the piece without difficulty. The surgery was completed successfully without using the depth gauge further. This is report 1 of 1 for (B)(4).